Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test and self test. However, the pump failed the sleep current measurement and active current measurement due to a problem isolated to electrical board.

Event description:
Information received by medtronic indicated that the insulin pump had low battery alert. Customer stated the battery was changed multiple times, but the issue was not resolved. Customer stated troubleshooting was completed for low battery alert. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.